Event description:
Terumo medical corporation received the reported information. The device broke in the patient during deployment. The part circled in yellow was fully broken off inside the artery acting as a faucet from the femoral artery. There was additional blood loss, and surgery was delayed due to the defect. With using this device, the surgeon generally uses a percutaneous approach, since this device broke into pieces in the artery. It required the surgeon to open femoral artery to remove the broken piece of the device from the patient. There was more bleeding than normally anticipated during this case. The blood loss was less than 250cc. The procedure performed was visceral embolization. Additional information was received on 17sep2025: the physician commented that the case was complicated. The angio-seal was deployed following two perclose devices to close an 18 french sheath. There was a pre-deployment angiogram. The patient was obese, and initial access was challenging (when the perclose devices were used). The patient had become unstable requiring supraceliac balloon. There was no plaque or stenosis. Main issue was that the perclose device fractured leaving a component of the sheath inside. The deployment steps were the usual ones. The blood loss was estimated at 1200-1500ml.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: coordo - alerts and recall. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the hemostasis sheath, carrier tube, locator, and packaging. The device was visually inspected and found to have been in used condition. The hemostasis sheath and carrier tube were fully mated. The sheath was found to have been fractured, and the component was also able to be broken in a manner which is consistent with embrittlement due to light exposure during storage. The complaint can be confirmed for sheath broken/fractured. Sheath was found broken in a manner which is consistent with embrittlement due to ultraviolet (uv) or light exposure. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. A corrective action and preventive action (CAPA) was implemented to introduce a stabilizer additive to the sheath that would prevent future breakages due to light exposure. The product in this complaint was manufactured prior to the implementation of the corrective action.